Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-19, information was received from a patient receiving morphine via an implantable pump for non-malignant pain. The patient reported they just got their pump refilled at their healthcare professional (hcp) office and they had it programmed to where they could do boluses. The patient has not used their ptm for a few months and now it was taking 5 minutes to get to the deliver bolus screen. The patient stated that it was getting stuck at 90%. The agent assisted the patient to clear data and reviewed the best practices for using the external devices. The patient was able to connect to the pump much faster. The troubleshooting steps resolved the reported issue.